Event description:
The initial attorney report alleged pain, disfigurement, and defective device after the implant of a kugel patch mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003: repair of incisional hernia with implant of composix mesh (#1). On (B)(6) 2004: exploratory laparotomy, reduction of incarcerated hernia, and repair of incisional hernia with implant of composix kugel mesh (#2). At this time the previously placed mesh was not manipulated. On (B)(6) 2005: repair of "massive" incarcerated incisional ventral hernia with implant of composix kugel mesh (#3). The first two implanted mesh were removed at this time. It was noted that the mesh had crimped. It did not state which mesh was crimped. On (B)(6) 2005: repair of recurrent ventral hernia with implant of three kugel mesh (#4, 5, 6). Explant of composix kugel mesh (#3). A large piece of mesh was noted to be free floating along one edge in the hernia sac. Multiple adhesions to the small bowel were lysed. It was also noted that the liver was densely adhered to the mesh as well. On (B)(6) 2006: repair of recurrent ventral hernia with implant of two composix ex mesh (#7, 8). The pt was noted to have massive intra-abdominal adhesions encompassing the entire abdominal wall. The mesh was noted to have come loose from the left side of the repair. Lysis of adhesions was performed and the mesh removed (#4, 5, 6).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional info received. The pt has co-morbidities including hypertension, transient ischemic attacks (tia's), abdominal aortic aneurysm, gerd, barrett's esophagus, and is noted to be healing impaired. The pt underwent numerous hernia repairs over a three year period utilizing eight bard mesh. Six of the mesh were explanted with two remaining implanted. The pt records show no indication that any of the mesh was defective. Pt was treated for recurrence, and adhesions, both of which are known possible adverse reactions listed in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. Based on the info provided, the problem appears to be related to the pt's condition. At this time, no conclusions can be made as to how or if the mesh implanted contributed to the reported symptoms experienced. If additional event and/or eval info is obtained, a follow-up MDR will be submitted. Also see MDR 1213643-2012-00757 (#1), 00758 (#2), 00760 (#4), 00761 (#5), 00762 (#6), 00763 (#7), and (B)(4) (#3).